Event description:
It was initially reported that the zimmer pulsavac plus did not work in low mode. During device analysis. It was observed that corrosion formed between the negative terminal of the battery and the corresponding battery pack terminal.

Manufacturer narrative:
The device was returned to the MFR for evaluation. A review of the mfg records was performed and there wee no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device observed that four batteries were found to be exhausted. One of the batteries inside the battery pack was found to have corrosion on the negative end of a battery and the mating terminal. There was no evidence of any electrical malfunction within the returned device. The cause of this complaint is corrosion that formed between the negative terminal of the battery and the corresponding battery pack terminal.